Event description:
During a drug-eluting coronary stenting treatment procedure, thrombus was noted in the stents. The 28-30 mm lesion in the lad was pre-dilated prior to deployment on two taxus express2 stents. Under expansion of the proximal stent was noted. When dilating the circumflex lesion prior to deployment of two additional taxus express2 stents, thrombus extending from the lad lesion was observed. Despite administration of clopidogrel, heparin and abciximab, thrombus developed in the lad and circumflex. Intracoronary thrombolytics were administered, but thrombus was still present in the lad. A possible dissection was also noted. The pt developed an anterior myocardial infarction noted on EKG during the following 24 hours. The pt was transferred to the coronary care unit. They were discharged to home when stabilized. Same case as manufacturer's #: 6000089 2003-00675, 6000089-2003-00676 and 6000089 2003-00677.